Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device not returned.

Event description:
This report summarizes two (2) malfunction events in which the device overheated. There was no patient involvement; no patient impact.